Manufacturer narrative:
Sorc checked the subject device and found that the reported phenomenon occurred due to breakage of the connector. The subject device was not returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the event occurred due to breakage of ccd, or failure of circuit board inside the scope connector or electrical contact on the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that image was blacked out and didn't return. There was no report of patient injury associated with the event. This device is an olympus asset.